Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit and performed test without detecting any issues with the unit. The issue could not be verified. All functional and safety test performed.

Event description:
N/a.

Manufacturer narrative:
Additional information: due to characterization limit e1. (Initial reporter: (B)(6)). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by customer that, the cardiosave intra-aortic balloon pump (iabp) shutdown during routine check. No patient involved.